Manufacturer narrative:
Pump was received with minor scratched display window, cracked battery tube threads and completely broken off reservoir tube lip (not crack). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks on the battery and reservoir compartments. The customer reported the drive support cap to appear normal. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.